Event description:
Boston scientific rec'd info that during a recent f/u this right ventricular (rv) lead displayed a change in impedance measurements and the pt was syncopal. A fluoroscopy was performed, which revealed insulation damage. The decision was made to replace the lead. During the revision procedure, it was noted that the lead was not capturing. No other adverse pt effects were reported. At this time there is no add'l info. Should add'l info become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.